Event description:
Additional information received from the manufacturer representative (rep) reported that the patient came in to see if her device was working. The device was not on when the rep checked it. The rep checked the impedances and battery life. They turned the device on and she felt the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had two cardiac defibrillation events in (B)(6) 2015 and had a return of incontinence symptoms after this. The patient met with the physician's assistant within the week before (B)(6) 2015 and they were unable to get any telemetry with the clinician programmer. There was a 'call your doctor' message on the patient programmer but the code was unknown. They were unable to sync the clinician programmer and the patient programmer during the reprogramming session. The indication-for-use (IFU) was unknown. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.